Event description:
General report received of an unspecified number of undocumented incidents of no flow. The primary tubing sets were being used to deliver unspecified solutions. The secondary tubing sets were being used for piggyback deliveries of unspecified antibiotics and were connected to the primary tubing sets. The primary solution containers were hung lower than the secondary solution containers. After unspecified lengths of time in use, it was noted that the secondary solution containers had not emptied as expected. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4). (B) (4).